Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
Medtronic received information that, while in a cranial biopsy, an imprecision was observed. It was noted that the site had difficulties registering the patient as well. 4-5 attempts at registration were performed prior to navigation. It was noted that the patient was elderly in the prone position. The biopsy retrieved cerebrospinal fluid (csf) from the ventricle and missed the target tumor by seven millimeters. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.